Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone that his blood glucose level was high. The blood glucose level was 400 mg/dl. The insulin pump will be return for analysis.